Event description:
It was reported that a patient underwent a rhinoplasty procedure on an unknown date in 2022 and suture was used. After 2-3 passes in the tissue, the filament where the swage is started to disintegrate/fray. The surgeon used another suture to finish the stitch. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: please clarify did the suture break or did the suture fray or is this a surface related issue? The suture did fray, not break. Please clarify if the quality issue occurred intra-op, or pre-op. Intra-op. Please provide the specific number of patient events: I don't have the exact number. Did the event occur during one or multiple patient procedures? More than once, but they did not provide the number. What is the total number of procedures? I don't have the number. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-06996, 2210968-2022-06997, 2210968-2022-06999, 2210968-2022-07000, 2210968-2022-07001, 2210968-2022-07002.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/07/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that seven sealed boxes with (B)(4) packets ea. That pertains to product code w9918 were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to fraying, damaged, or disintegrated sutures and no defects were observed during the evaluation. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the photograph shows that the thread had broken and the needle damaged with marks that appear to be from a surgical instrument. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. To our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.